Event description:
Philips received a complaint on the heartstart xl indicating that the panel key is not working. The fse evaluated the device on site. It was determined that this was a malfunction of the battery that needed resetting. After reset, the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the button needing resetting. The reported problem was confirmed. The fse reset the button and settings to resolve the issue. It has been concluded that no further action is required at this time.